Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 3. The device involved was received for evaluation. A volumetric's sequential run of 111ml for 8 stations concluding with 112ml for the 9th station (total 1000ml) tested in specification at 1000ml +/-2.7%. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 3. The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3. Bags are running dry during administration. The bags are compounded on the pinnacle compounder. No injuries were reported.